Event description:
Complainant purchase tampax cardboard applicator tampons (40 tampons in box) a month later, she noticed that there was a strain on the cardboard applicator. She opened several more and noticed stains on them as well. Says that the stains look like blood. She took product back to pharmacy where purchased and had pharmacist look at several. Stains on those as well. Has contacted protor & gambel (manufacturer). They would like product back, but she does not feel comfortable sending product back. P&g told her that the stains are most likely grease or oil from the manufacturing equipment. Complainant stated that she used some of the tampons prior to noticing stains on the applicators. Also, some of the tampons were damaged, but she threw those away. Outer box appeared to be intact. Complainant feels very nervous, but does not know if she has had any adverse events. Complainant has lupus and is seen regularly by doctors. Dr is going test her for stds. Complainant wants FDA to test product.